Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure of the fragmentary fracture of the clavicle with the subject device and the non-olympus electrocautery (alwilmedicals.r.o), after disinfecting the operating field, a non-olympus electrocautery was used to cut tissue and stop arterial bleeding, and then a flare-up occurred at the surgical wound in the area of the surgical drape. The patient suffered erythema and a blister, and a small blister developed on the thumb of the assistant¿s left hand. The user replaced the non-olympus electrocautery with another device to complete the procedure. The procedure time was 10 minutes longer than planned due to this event. The burns of the patient and the assistant were degree I or degree ii. It was reported that the patient and assistant had been treated with an inadine cover and have not been completely recovered yet. According to the user, the incident resulted from a non-standard function of the non-olympus electrocautery. This is a report for the assistant.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed from the user that the patient and assistant recovered completely. In addition, it was reported that the physician used an electrocautery immediately after using the disinfectant around the surgical field, and the disinfection was not dry, resulting in a few seconds of flare. Omsc could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The fire flared up and the drapes caught it when the physician used electrocautery before disinfectants were dried up, surmised from the additional information. The burn may be attributed to the fire on the drape.